Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) recommended lead integrity testing. Multiple attempts to obtain additional follow-up information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) recommended lead integrity testing. No adverse patient effects were reported. At this time, this lead remains in service.